Event description:
It was reported that a 18mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. It was noted that the patient had a small pericardial effusion prior to the procedure. The patient was in sinus rhythm. The patient's left atrial pressure was 11mmhg. The patient's activated clotting time (act) levels were over 250 sec. Transseptal puncture was inferior mid. During the procedure, the device was re-captured once. The device was implanted. Four hours post-procedure on transesophageal echocardiography (tee), it was observed that the patient was stable with no clinical signs or symptoms. Eight hours post-procedure, the patient went into tachycardia, and a moderate circumferential pericardial effusion was observed which led to a cardiac tamponade. A pericardiocentesis was performed, and 650cc of liquid was drained. The patient status was stable and was discharged from the hospital after 48 hours. The user believed the device worsened the pre-existing pericardial effusion.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion, tachycardia and cardiac tamponade eight hours post procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Reportedly, patient had a small pericardial effusion prior to the procedure which may have contributed to thr reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, user believed the device worsened the pre-existing pericardial effusion. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 18mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 12f amplatzer torqvue 45x45 delivery sheath. It was noted that the patient had a small pericardial effusion prior to the procedure. The patient was in sinus rhythm. The patient's left atrial pressure was 11mmhg. The patient's activated clotting time (act) levels were over 250 sec. Transseptal puncture was inferior mid. During the procedure, the device was re-captured once. It was noted that the transverse wires made contact with the transverse sinus where the pericardial effusion was. The device was implanted. Four hours post-procedure on transesophageal echocardiography (tee), it was observed that the patient was stable with no clinical signs or symptoms. Eight hours post-procedure, the patient went into tachycardia, and a moderate circumferential pericardial effusion was observed which led to a cardiac tamponade. A pericardiocentesis was performed, and 650cc of liquid was drained. The patient status was stable and was discharged from the hospital after 48 hours. The user believed the device worsened the pre-existing pericardial effusion.